Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that since recent implant the interstim therapy has not been working well for them. Patient will feel like they have to pee and if they stand up they will be insentient. Some days patient will go all day without urinating. Patient has to wear depends. Reviewed how to increase amplitude and recommended patient monitor symptoms. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. (B)(6) 2022 patient said, she can't urinate. They took the cath out on monday. When she took it out she couldn't feel anything. If she stands up, urine would squish out and had not control of it. Went all day yesterday and didn't go. Went to emergency room last night after talking to doctor. There was over 800ml of urine they pulled out. She was hurting really bad, lower abdominal right side going into right back and was really nauseous. She was hurting. Talked to the doctor office and they said to call the manufacturer representative (rep). Patient has called four times and left message and never got a call back. First called probably couple days after had the system implanted because didn't seem to work right at all. She left voicemail. She has had problems since they took out the catheter on (B)(6) 2022. Sent email message to rep to call her.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.